Manufacturer narrative:
UDI number is not required for the reported device. Manufacturer device date: 06/08/2017 thru 06/10/2017. The actual device was returned to the manufacturing facility. Evaluation revealed that the tip of the inner needle was not shielded by the safety cover. Functional testing was conducted. A retention sample of a catheter hub was placed onto the actual sample to create original assembly. It was used to simulate and verify proper shielding performance. The inner needle pulling resistance test was repeated 10 times. As a result of verification, the safety cover was confirmed to be safely activated to shield the tip of inner needle. Moreover, the cover was later examined under microscopic observation and found no irregularities to attribute detachment of any parts, deformation or malfunction of the product was observed. A review of the manufacturer inspection record was conducted with no findings. No similar events have been reported by other medical facilities. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that the while the inner-needle was being withdrawn, the safety-cover did not shield the exposed tip. Procedure outcome is unknown. There was no impact to the patient.